Event description:
The international customer reported the ventilator shut down and did not alarm while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturers service technician reported the device would not start up. The service technician reported the motor controller and power management pcb boards require replacement to address the finding. Completion of service is pending.

Event description:
The service technician reported the motor controller pcb board and power management pcb board were replaced to address the reported problem. Final testing was completed to operating specifications.

Manufacturer narrative:
Service completion pending.